Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer submitted a pimr and stated high fhr (fetal heart rate), half rates, dropout & increased variability let to stat c/section unnecessarily, fetus was okay. 2nd instance of poor tracing led to immediate and unnecessary c-section.

Manufacturer narrative:
Philips clinical consultant and philips ob monitoring solution specialist had an onsite visit on october 28, 2015 to address the issues of reading mom vs baby on the strips and addressing protocol on monitoring to distinguish mom¿s hr by checking the radial pulse to confirm and compare with the hr on the strip. They reviewed the monitors with the staff and no trouble was found. The philips clinical consultant also reinforced training with the avalon fm50 and transducer station and also discussed using spo2 to get a pulse if the maternal pulse is lost during a contraction or end stage labor. The m2705a avalon fm50 fetal monitor was tested onsite by the philips clinical consultant and the customer. This evaluation has revealed no abnormalities and the device passed. The device remains at the customer site for use. Information consistent with the IFU was provided. The information available does not allow philips to determine if the user issues in obtaining data were causal in the decision to do a c-section. The device remains at the customer site. No further investigation or action is warranted.